Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2015, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.

Event description:
Patient allegedly received a cook celect filter on (B)(6) 2015 via the right internal jugular vein because the original cook celect filter perforated and was not functioning. The complaint device which is the subject of this report, is described as the 'upper' filter implanted (B)(6) 2015, while the original filter is described as the 'lower' filter, allegedly implanted (B)(6) 2011. Patient is alleging vena cava perforation. Patient notes and further alleges experiencing "fear that the filter might cause further damage as it has not yet been removed". Additionally, patient alleges experiencing pain in leg while walking which limits physical activity and depression. Per a computed tomography (CT) addendum: "with regards to the ivc filter there appears to be some malposition of the struts of the filter; hence, this filter is not in satisfactory position". Per a CT chest: "there are segmental bilateral lower lobe pulmonary emboli in keeping with small chronic emboli, stable since the prior". Per an undated CT abdomen and pelvis: "status post ivc filter. The filter legs periphery the wall of the ivc. 2 ivc filters are demonstrated". "Impression: status post ivc filter placement x 2. No fracture". Per a CT angiogram chest: "findings: ivc filter is partially visualized in the infrarenal inferior vena cava". "Impression: 3 x 2 cm irregular filling defect al the lateral periphery of the left pulmonary artery is enlarged since the most recent study dated (B)(6) 2017. However, it is similar in appearance to that of the original study of 2015. This may represent reaccumulation of thrombus". Per a CT abdomen: " two filters: upper ivc filter with: - 3 mm mesenteric perforation - no fracture, tilting, migration or stenosis. Lower ivc filter with: - tilting with the apex against the wall - 3 mm vertebral, and 13 mm mesenteric perforation - fractured anterior strut - no migration or stenosis". - per a CT abdomen: "impression: ...2. There are two ivc filters. There is a filter at the level of the renal artery/renal vein which is appropriately placed. The second filter is identified above the level of the common iliac arteries/distal bifurcation of the ivc".

Manufacturer narrative:
Please refer to medwatch report reference number (B)(4) for information pertaining to the celect filter described as the 'lower' filter. Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: a2, a4, b1, b5, b6, b7, h6 (patient and device codes) investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: pulmonary embolism, organ/vena cava perforation, pain, depression, walking difficulty, fear. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported pain, depression, walking difficulty, fear is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown. The alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.